Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to modular neck fracture. The cup was left in, new poly liner inserter, and arcos stem implanted.